Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 24mm amplatzer septal occluder was selected for implant using a 10f non-abbott delivery system. During the deployment, the physician noticed that the device presented in a cobra deformation, so the device wasn't implanted. There were no interactions with cardiac structures or kinks in the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met dimensional and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 24mm amplatzer septal occluder was selected for implant using a 10f non-abbott delivery system. During the deployment, the physician noticed that the device presented in a cobra deformation, so the device wasn't implanted. There were no interactions with cardiac structures or kinks in the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.